Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with bradycardia. Physician suspected this was due to dislodgement and sensing/capture issues on both the atrial and ventricular leads. During testing, the patient passed out, falling and hitting their head. The patient was also having bradycardia induced ventricular tachycardia per the physician. In the emergency department, a system image was taken and it was noted both leads had dislodged. Twiddlers was suspected. The patient was given temporary pacing. Atrial and ventricular leads were successfully repositioned on (B)(6) 2020 with good current of injury and sensing/impedance/threshold. Patient was stable. Related manufacturer reference number: 2017865-2020-22916.